Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during dwell 2 of 4. The technical service representative (tsr) assisted the home patient (hp). There were no disconnections and all unused lines were closed. The hp stated she is still connected to hc. The tsr had the hp cycle power and disconnect to remove the cassette and discard supplies. The tsr explained the alarm and assisted the hp to clear alarm and advised the hp to contact the nurse. The hp stated she will do a manual exchange in the meantime. Product surveillance contacted the nurse on (B)(6) 2011. According to the nurse the patient has been to the clinic since this event and has not reported any issues. The nurse stated that the patient has resumed therapy. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample is not available, therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed.